Event description:
It was reported that pt underwent left hip replacement in 2006, with a durom cup. Post op, pt experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwared from the owner establishment, zimmer inc., which markets the devices in the u.s.